Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 24.7 ng/l. As the result for a second sample from the patient one hour later was 4.38 ng/l, the doctor questioned the initial result and requested repeat testing. The repeat result from the same analyzer was 5.16 ng/l. The repeat result from another cobas analyzer was 4.91 ng/l. The repeat result for the second sample collected from the patient was 4.86 ng/l.